Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery(lad). A 12mm x 2.75mm nc quantum apex balloon catheter was used in post dilation. However, upon withdrawal of the device, the physician noticed that the distal shaft and proximal shaft was detached from the bi-segment shaft. The detached shaft was snared and retrieved from the mid lad. The procedure was completed with no patient complications were reported.

Manufacturer narrative:
(B)(6).